Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient's s1 lead displayed high impedance values on all contacts regardless of patient position. X-rays taken were did not reveal a fracture. Surgical intervention is planned as the next course of action.

Event description:
Further follow-up indicates the patient had their lead explanted and replaced. Upon further inspection of the lead internal structure damage was discovered. Effective therapy was restored postoperatively.